Manufacturer narrative:
The instrument was returned with a clip track out of position. The instrument was cycled and an intermittent feeding was noted due to the clip track location. The instrument fed 5 clips conforming and ejected 2 clips. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported during a prostatectomy procedure that the clips would not advance. Another like instrument was used. There was no adverse patient consequence.